Event description:
A child received a 3 1/2" x 4" 1st degree burn in the operating room. She claims the lamp was misused at a distance of 3" to 4". They did not find any product defect. This lamp is deisgned for physical therapy - not infant warming. The hosp did not follow directions for use.